Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had jammed. A field service engineer checked the device and found that the pocket had been recovered by the user, no device problem found. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer had jammed. The customer reported that this malfunction occurred when user trying to issue medication to patient and this resulted in delay to patient care. There were no adverse events or injuries reported based on this event.